Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that the user experienced a hypoglycemia event. The user reported that the sensor displayed an "out of range high glucose" reading while a confirmed blood glucose measurement was low at 40 mg/dl. No sensor glucose value was recorded at that time, and no low glucose alert was received, although a high glucose alert had been triggered earlier. The incident resulted in confusion and fainting at a stoplight, requiring assistance from coworkers and emergency treatment, including IV therapy to raise glucose levels. The user was later diagnosed with a hypoglycemic event and a suspected insertion site infection, with noted swelling and a history of recurrent infections. The infections are captured in separate events: (3009862700-2026-00209, 3009862700-2026-02206, 3009862700-2026-02261). The sensor is scheduled for removal on (B)(6) 2026, due to repeated infections. The user has discontinued use of the system since the event and is currently feeling well while manually monitoring glucose levels.